Event description:
Infant placed on ECMO atg 1800 8/16/1998. Intravenous pumps read hourly. At approximately 0100 08/17/1998 the nurse noted 20cc more heparin had infused than was expected. The infant's bleeding times were very prolonged requiring numerous units of additional clotting agents. The pump was returned to biomedical services for repair. Biomedical services was not able to duplicate the problem. The pump was returned to the mfg for keystroke log analysis.